Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is anatomy related. A type 2 endoleak noted in the same area, resulting in proximal neck dilation and type 1a endoleak. The final patient status was reported being stable post the secondary endovascular procedure. O additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with a bifurcated stent graft and a vela suprarenal stent graft. Approximately (2.5) two and a half years after post initial procedure, the patient presented with a type 1a endoleak. The patient is currently being monitored. Additional information: the physician elected to implant an ovation ix right iliac extension stent graft prophylactically; however, there was no type 1b endoleak identified. The physician also implanted two (2) infrarenal aortic extensions to successfully resolve the type 1a endoleak. The patient was reported as stable post secondary procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with a bifurcated stent graft and a vela suprarenal stent graft. Approximately (2.5) two and a half years after post initial procedure, the patient presented with a type 1a endoleak. The patient is currently being monitored.